Event description:
Related manufacturer reference number: 1627487-2019-07280. It was reported that during an ipg replacement procedure that the patient's lead could not be removed from the extension due to the set screw not fully opening. As a result, the whole system was explanted.

Manufacturer narrative:
The reported event of the lead not being able to be withdrawn from the lead extension was not able to be confirmed due to the damaged sustained by the lead during the explant procedure. Microscopic inspection revealed a flattened/damaged electrode at position 7 consistent with tooling damage.